Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 19111223/19271052/20226939, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a lead that was poking through her skin. It was also reported that there were leads sticking outside the body. The patient underwent a revision procedure wherein the physician cut off the leads that were sticking outside the body and they were explanted.